Manufacturer narrative:
MFR received date: 25sep2019. Date of report: 27sep2019. New information was received regarding patient information and use at the time of the malfunction. It was confirmed that the device was not in use at the time the reported issue occurred. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm failure. The device was not in use at the time of the reported event. There was no patient involvement.

Manufacturer narrative:
MFR received date: 17sept2019. Repair information was confirmed. Although requested, patient information was not disclosed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed and error code associated with the reported issue. The fse replaced the speaker to resolve the reported issue. After this repair, the fse checked the voltages and confirmed that the unit had returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported an alarm failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.